Event description:
It was reported to boston scientific corporation that a therapeutic stone retrieval procedure recently occurred (date unknown) using our zero tip retrieval basket. During the procedure, the basket became stuck in the patient's ureter, when attempting to withdraw the device. The physician had to cut the basket wires in order to free the device from the patient's ureter. One of the basket wires detached inside the patient due to this event. The patient was kept overnight for observation. The following day, the physician retrieved the basket wire with graspers. No patient complication sustained as a result of the detachment.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause. Three possible lots have been identified for the device: 9136940, 9141778, and 9146512. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. The may 2007 15-month zero tip complaint trend report, inclusive of all failure modes, was reviewed; an unfavorable trend was noted. An unfavorable trend is defined as two consecutive increasing data points. The trend report reveals some complaints reported in the month of march 2007, and some reported in the month of april 2007, and some complaints reported in the month of may 2007. A car has been initiated to further investigate this issue.